Manufacturer narrative:
(B)(4). The following information was inadvertently omitted from the previous medwatch: this device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Evaluation summary: baxter received one filled sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the bladder ruptured in a non-footed position. Approximately 100 ml of solution was also noted in the housing due to the rupture. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause could not be determined at this time. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device. A trend review has been performed and there have been similar reports made to baxter. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
It was reported to baxter (B)(4) that one (1) folfusor sv2.5 ml/h experienced a ruptured reservoir after filling. This device was filled with sodium chloride and 5-fluorouracil. This event occurred prior to patient use. There was no patient injury or medical intervention. No additional information is currently available. This is report 2 of 2 with the same reported problem from this facility.